Event description:
Additional information received 23-apr-2021. Procedure: gastric by-pass.

Manufacturer narrative:
Additional information: a3, b5, d1, d2, d4, d9, g4 and h3. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6)2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample device was received and evaluated. There was visible damage at the distal end of the catheter. The infusion segment and black tip were not present. Further evaluation noted the device exhibited a rough surface texture and jagged edges were observed. The distal end appeared somewhat pinched; however, it is not possible to identify root cause of the kinked catheter. Root cause could not be determined. All information reasonably known as of 30-jun-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 16-apr-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Procedure: gastric sleeve, (B)(6) 2021. Cathplace: unknown. It was reported two 10-inch of the silver soaker catheters were removed. The user noted one catheter was shorter than the catheter removed out of the right side. The surgeon was informed, after an ultrasound was done on (B)(6) 2021. A planned surgical procedure for removal of the broken catheter will be scheduled. No additional information was provided.